Manufacturer narrative:
(B)(4). Medical devices: unk cup, revitan distal stem hip impl win gen, revitan proximal stem hip impl win gen, biolox head hip impl win gen. Report source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00124. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to infection with following microbiological and histopathological investigation two days post revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The event will be reported in MFR upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The event will be reported in MFR 0001825034-2019-01313

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The event will be reported in MFR upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The event will be reported in MFR 0001825034-2019-01313.